Event description:
It was reported to (B)(6) customer services that bain fistula needle 15gx1, 25mm is causing patients pain with cannulation and clotting issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).